Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link valve was disconnected when trying to remove the IV tubing of a one-link needle-free IV connector extension set. Removal of the one-link valve opened up the line after 24 hours of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.